Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure with placement of a 2.75 x 15 mm xience v stent to treat a de novo lesion in the mid left anterior descending (lad) artery and a 2.75 x 12 mm xience v stent in the distal lad to treat restenosis of a previously implanted non-abbott stent. On (B)(6) 2012, the patient had an abnormal stress test and the patient experienced non-sustained ventricular tachycardia. On (B)(6) 2012, diagnostic cardiac catheterization was performed. In-stent restenosis was noted; however, no intervention was performed and the patient was treated medically. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices used: stent: xience v 2.75 x 12; other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of ischemia, ventricular tachycardia, and stenosis/restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.